Manufacturer narrative:
B3: date of event is unknown. D6a. Implant date is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with posterior fusion therapy. Levels implanted c2-t2. Infuse is indicated for use in certain lumbar interbody fusion procedures. Information given describes a posterior cervicothoracic fusion. It was reported that the revision for failed hardware performed (B)(6). Patient became septic on (B)(6), blood cultures resulted with serratia marcescens and vancomycin resistant enterococcus faecium. I & d performed on (B)(6). Wound, tissue and bone cultures collected on 6/19 with matching organisms. Patient pod#6 d and extensive surgical debridement of bone and purulent tissue, recovering on antibiotics for serratia marcescens and vre in surgical site and blood. Stable condition on medical floor.